Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "I&d insert exchange due to infection on a left total knee." Rep provided a primary operative note and revision usage, and confirmed that no further information is available per hospital policy.